Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the after arterial ischemic stroke (ais) was treated, hemostasis was successfully achieved by the 8 fr angio-seal device. Later, angiography on the lower limbs revealed that the peripheral artery was occluded. According to the physician, the collagen moved to periphery and occluded the peripheral artery. The procedure before deploying the device was arterial ischemic stroke (ais) procedure. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right or left common femoral artery is unknown. The vessel diameter is unknown. It is unknown about health damage. Procedure outcome is unknown. Additional information was received on (B)(6) 2023: the collagen slipped into the artery of the puncture site, which narrowed the puncture site. No problems were noted when the angio-seal device was used. The stenosis was found one week after the procedure. The patient underwent percutaneous transluminal angioplasty (pta) at the cardiovascular medicine department for canalization. Since the percutaneous transluminal angioplasty (pta), the patient has had no health problems and is recovering.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for the alleged post deployment complication. The exact root cause was unable to be determined. The likely cause of the event could have been improper deployment technique. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).